Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from a crack in its filter. This occurred during patient infusion of a chemotherapeutic drug. The reporter stated that some chemotherapy drug leaked on the patient; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer, therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.